Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died of natural causes at home.

Event description:
Same case as MDR ID: 2134265-2015-04655. (B)(4). It was reported that death occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Subsequently, the index procedure was performed. The target lesion was located in the distal left circumflex (lcx) artery with 70% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of 2.50x20mm study stent and a 2.50x28mm study stent was also deployed due to unplanned inadequate lesion coverage. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient died due to unknown cause and autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, stent thrombosis occurred.